Manufacturer narrative:
This is one of two device reports for this event. The associated MFR report numbers are 1225714-2014-13468 and 1225714-2014-13469. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient event was atrial fibrillation.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products.